Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a procedure where the lead was explanted and replaced with a new one. The physician stated the lead looked damaged after removing it from the stylet. The patient is doing well following the procedure.

Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a procedure where the lead was explanted and replaced with a new one. The physician stated the lead looked damaged after removing it from the stylet. The patient is doing well following the procedure.

Manufacturer narrative:
Additional information was received that during the revision procedure the problem occurred with the clik anchor not passing the proximal connector as well as the stylet getting stuck in the lead and "wrinkling" the lead which made the physician replace the lead. The returned product analysis indicated that the lead passed mechanical testing. The complaint of high impedance was confirmed. X ray inspection of the lead found 2 cables that were completely broken in the proximal array. The broken cables resulted in the reported complaint of high impedance. This appears to have been caused by the twisting of the lead when attempting to insert it into the splitter connector stack.